Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer stated that he had given himself a bolus but didn't eat the food he had planned and he ended up in the hospital from low blood glucose. Customer is having better control and declined to speak to the helpline.